Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: alan had a lvp8100 sn (B)(4) failed rate calibration. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed the calibration process with (B)(6). He was not able to confirm the expiration date for the calibration set and he could not assure it was 8100-rcs (rate calibration set). I advised (B)(6) to replace the set and make sure it is 8100-rcs. (B)(6) will use 8100-rcs. If he still have problem, he will call me back and refer to this case number. Ref: (B)(4).